Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a malignant stricture due to cholangiocarcinoma. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was passed down the working channel of the scope, but would not exit the end of the scope. Upon inspection, it was noted that the tip of the delivery system was damaged. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device was disposed; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context.  This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.    A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.